Manufacturer narrative:
Investigation summary: based on the information available, there was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptom of incontinence is a known risk in the device instructions for use. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: a labeling review was performed and according to the aus instruction for use document, "recurrent incontinence" is documented as an adverse event. Also there is no evidence that the device was used or handled improperly. Investigation conclusion: based on the information available, a conclusion code of known inherit risk of device was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to revise an artificial urinary sphincter(aus) device due to urine leaks when the patient coughed or picked up a heavy object. The patient began wearing pads. During the revision surgery, the cuff was downsized. The patient was reported to have gotten better after surgery and pads are no longer need. A patient outcome of stable was reported.

Event description:
It was reported that the patient had a surgical procedure to revise an artificial urinary sphincter(aus) device due to urine leaks when the patient coughed or picked up a heavy object. The patient began wearing pads. During the revision surgery, the cuff was downsized. The patient was reported to have gotten better after surgery and pads are no longer need. A patient outcome of stable was reported.

Manufacturer narrative:
Investigation summary: the device was returned for analysis. Product analysis was unable to confirm the reported event of the incorrect size causing urinary incontinence issue. Device history record (DHR): the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the cuff component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. Inspection of the remainder of the device revealed no damage or irregularities that would affect the functionality of the cuff. The balloon component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the balloon. The pump component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump or the kink resistant tubing (krt). Labeling review: a labeling review was performed and according to the aus instruction for use document, "recurrent incontinence" is documented as an adverse event. Also there is no evidence that the device was used or handled improperly. Investigation conclusion: based on the information available, a conclusion code of known inherit risk of device was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to revise an artificial urinary sphincter (aus) device due to urine leaks when the patient coughed or picked up a heavy object. The patient began wearing pads. During the revision surgery, the cuff was downsized. The patient was reported to have gotten better after surgery and pads are no longer need. A patient outcome of stable was reported.